Manufacturer narrative:
The manufacturer previously reported a failure of the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing was found to be consistent with component u3 being faulty.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.